Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was a burn mark at the break. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.   A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on april 11, 2018 that a flexiva 200 laser fiber was used during a ureteroscopy and laser lithotripsy procedure in the kidney performed on (B)(6), 2018 . Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, the operator noted that the tip of the laser fiber was no longer visible on the lithovue screen before observing a flash and loss of visualization. The procedure was completed with another scope and flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 laser fiber was used during a ureteroscopy and laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during the procedure and inside the patient, the operator noted that the tip of the laser fiber was no longer visible on the lithovue screen before observing a flash and loss of visualization. The procedure was completed with another scope and flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and fine.